Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels up to 425 mg/dl at the highest. The customer treated for the bg by administering manual injections. Reportedly, the customer suspected that the cause of the bg levels was due to the pump delivering insulin slower than expected. Reportedly, the customer continued to use the pump for insulin therapy.